Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and seven months post deployment, a computed tomography of abdomen and pelvis showed the filter with the distal struts extended beyond the lumen of the inferior vena cava with a right posterior strut extended just adjacent to the l2 vertebral body. Also, there was one strut abutted the abdominal aorta without aneurysm or thrombus formation. Around two months later, the patient had an imaging done and was noted with caval perforation. Around one month later, a computed tomographic image showed that the filter tines have eroded into and through the inferior vena cava wall. It was assessed that the filter was embedded into and through the wall of the inferior vena cava. Therefore the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that the filter tilted and perforated into the vena cava. The current status of the patient is unknown.